Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported that patient experienced erosion, and the pump did not rupture the skin. It was noted the erosion was causing discomfort. The area of erosion was the pocket. It was noted that an infection was not confirmed. The rep stated the patient was started on oral antibiotics prophylactically. The reported infection symptoms included redness and thinning of the skin. Further interventions planned included that a revision was scheduled for friday ((B)(6) 2018). The event date was (B)(6) 2018. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The pocket revision was cancelled. The physician thinks it may heal on its own.